Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target. When the imaging catheter was being inserted into the guide catheter, the guidewire got caught in the catheter. Upon removal, it was confirmed that the imaging catheter was separated at the lap joint. The procedure was completed with another of the same device. There was no patient injury

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the imaging window was detached and the imaging core twisted and was not returned for analysis. No damages or failures were observed on the ccp (catheter code pcba) board assembly. The functional test with guidewire could not be performed due to the condition of the device imaging window was observed detached.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target. When the imaging catheter was being inserted into the guide catheter, the guidewire got caught in the catheter. Upon removal, it was confirmed that the imaging catheter was separated at the lap joint. The procedure was completed with another of the same device. There was no patient injury.